Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, physical stress was applied to the insertion section during user handling and caused the coating to peel. The device evaluation also found the bending section cover was leaking, the adhesive on the bending section cover was cracked, and the venting port valve was loose. Per the legal manufacturer, there is no potential for these issues to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the broncho videoscope was punctured at the distal tip. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, the coating of the insertion tube was found to be peeling. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.